Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure, stent damage occurred. The physician attempted to treat a pre-dilated, 50% stenosed lesion located in the moderately tortuous and calcified mid rca (right coronary artery) with a 3.50x24mm taxus liberte drug eluting stent. Pre-dilation was done with another manufacturer's 2.5x15mm balloon. The stent delivery system was unable to cross the lesion due to the severe tortuosity of the proximal rca. The physician felt resistance and removed the device from the patient. The stent was noted to be "flared". The procedure was completed with another of the same device. There were no reported patient complications. The patient status is listed as "good".